Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible shocks for atrial arrhythmia was delivered from the implantable cardioverter defibrillator (ICD). Programming changes were made and the ICD remains in use. No further patient complications have been reported as a result of this event.